Event description:
Initial magnesium result of 4.7 mg/dl. Same sample repeated, result was 1.2 mg/dl. No info provided to determine if results were used to guide therapy. The field service rep determined there was a problem with valves on the instrument. The instrument was repaired. Performance check tests were performed and within spec.